Manufacturer narrative:
Evaluation of the returned engine could not confirm the reported complaint. Evaluation revealed that the device was undamaged and functional. During the functional test, the engine was tested with a demonstration canister, and vacuum was achieved within specification. The engine was tested with a demonstration lightning unit and functioned as indented. The green light illuminated on the demonstration lightning unit. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the bilateral femoral and iliac arteries and inferior vena cava using a penumbra engine (engine), lightning aspiration tubing (lightning), and a guidewire. During the procedure, the physician aspirated some clot in the target vessel using the engine and lightning. Subsequently, the physician turned off the engine to use balloon maceration. Upon turning the engine back on, the indicator light on the lightning unit failed to illuminate. To troubleshoot, the lightning was unplugged from the engine and re-plugged, and the engine was unplugged from the power outlet and re-plugged; however, the issue was not resolved. It was reported that a new lightning was plugged into the engine, and it also failed to illuminate. Therefore, the engine was not used for the remainder of the procedure. The procedure was completed using a new engine and the same lightning. There was no report of an adverse effect to the patient.